Event description:
It was reported that this lead is suspected of a fracture. However, due to this patients underlying prostate cancer, this lead remains in-service at this time pending a decision from the physician. This investigation will be updated when further information is provided. No adverse patient effects were reported.